Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she used the ez breathe atomizer to relieve her breathing distress. Due to the device's failure, she needed to call an ambulance for emergency treatment. The pt is (B)(6) female with a past medical history significant for asthma (10 years). She reports an allergy to erythromycin.